Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The patient went to the emergency room for an unrelated reason and had the physician look at the skin irritation. It was reported that the lifevest burned the patient and turned her skin purple. There were no allegations that the lifevest delivered a treatment event. Follow up indicated that patient advised the patient to put honey on the skin irritation. It was reported that the burns have healed, however, the patient has scarring on her skin.